Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. There was no reported product deficiency. Angina and restenosis are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported via a trial that on (B)(6) 2008 the patient underwent stenting in the pre-dilated proximal left anterior descending artery (lad) with one xience v stent. In (B)(6) 2010, the patient experienced chest pain on exertion. The patient was re-admitted on (B)(6) 2010 and underwent a coronary artery bypass graft (CABG) in four lesions, one of which was the target vessel, but non-target lesion and one in the non-target vessel. The (B)(4) committee adjudicated this CABG as occurring in the target lesion in the mid lad, and in three non-target vessels in the first obtuse marginal, ramus artery, and distal right coronary artery. The patient condition resolved on (B)(6) 2010. There was no additional information provided.